Manufacturer narrative:
Event date: the exact date of the event is unknown. The provided event date (B)(6) 2018 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number: 16944312; model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient underwent leads explant procedure for an unknown reason.